Manufacturer narrative:
Evaluation summary: no further information was able to be obtained from this consumer. With no additional, related information provided, the reported event was not able to be confirmed. The product met specifications at the time of release. The root cause could not be determined conclusively.

Manufacturer narrative:
A service visit was performed. A sample is in transit to the manufacturing site for investigation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date.

Event description:
A nurse reported several cases of handpieces issues during grooving and quadrants in cataract surgeries. It was reported that aspiration and ultrasounds were poor in a specific handpiece and they experienced this issue in several surgeries from (b)(60 2015. All the procedures were completed with use of this handpiece and there was no patient harm, no delays or no cancellations. Additional information has been requested but not received to date.